Manufacturer narrative:
The device has not been returned to omsc for evaluation. 18 years have passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by aging. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) & (B)(4) and found that the fan of the power supply unit was defective. There was no report of patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 27-may-2020. Olympus will continue to monitor the field performance of this device.